Event description:
The patient's mother reported that the patient's settings were adjusted on (B)(6) 2013 and that between then and (B)(6) 2013 the patient suffered 20 seizures. The mother indicated that there appears to be an increase in seizures, but that the pre-vns baseline frequency is unknown. The mother reported that she does not want to take the patient to the hospital because they tend to place the patient in a medically induced coma to treat the seizure activity. The patient's mother has placed a call to the neurologist to have the vns settings adjusted. The neurologist indicated that the patient's mother feels the vns is making the seizures worse. The settings were adjusted higher prior to the increase and the patient's mother wants the neurologist to decrease the settings back to previous. Attempts to obtain additional information have been unsuccessful to date.